Manufacturer narrative:
Investigation/conclusion: further investigation cannot be pursued because there is no lot number/serial number and product was not returned.

Event description:
This complaint was identified during a retrospective review of customer interaction records as part of an internal alere (B)(4) CAPA (CAPA (B)(4)) related to complaints received at particular alere intake sites that were not appropriately forwarded to alere (B)(4) for investigation and reportability determination. The available information is limited and no additional information is able to be obtained. The customer reported a variance between inratio inr results. The results were as follows: inratio inr result=7.4; repeat inratio inr result=1.5. There was no adverse event. There was no additional information provided.